Event description:
It was reported that when the lead was opened and unpacked during surgery, the guide wire was exposed from the inner box. A new lead package was opened and used.

Event description:
It was additionally reported that the tunneling tool came out from between the plastic tray and tyvek sheet. This was a packaging problem.

Manufacturer narrative:
Analysis of the lead found the lead packaging had an improper seal between the tyvek lid and tray. The seal was not made properly between the tyvek lid and tray. The lack of tyvek lid adhesive on the tray indicates that it was never properly sealed. The kit was received for analysis with the tunneling tool handle protruding between the tray and lid at the location of the improper seal. The tunneling tool was flipped from the proper orientation in the tray.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.